Event description:
It was reported that during setup testing of the unit, the ventilator display was black and it failed to complete the booting. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator, and verified the reported malfunction. Failure investigation found that the display remained black after the power on self-test (post) was completed, and the ventilator had powered cycled. Further evaluation found that the display cable had a bad connection. The fse reseated the cable and powered the unit on/off multiple times without generating any issues with the screen. The unit passed all testing and it was operating within the manufacturing specifications.